Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, x-ray rfid sponges were fraying. Upon checking the images that were attached to the report, there were pieces of fibers found and surgically removed from the patient.